Event description:
A cartridge alarm was reported by the caller, indicating a high blood glucose level, though the specific value was unknown. A correction bolus was administered via the pump to address the high blood glucose level, and the customer did not need third-party assistance. The customer was able to successfully load a cartridge and resume insulin therapy, resolving the issue.